Manufacturer narrative:
Device inspection found the probe unit acoustic lens were damaged. Gap of adhesive on the distal end was visible. Stain could enter inside the lens through the gap. Furthermore, the following findings were noted on the device: distal end biopsy channel perforated, ccd-unit ccd-cover lens glue chipped, distal end deformed, bending tube angulation wire play, probe unit piezo elements defective, service repair noted, the customer reported issue could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, punctured linear reported on the device. The issue found after procedure. There was no patient harm or injury associated on this event. Device return evaluation found probe unit acoustic lens damaged. This report is being submitted for probe unit damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling issues. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.